Manufacturer narrative:
For the reported event, lot number was provided. The sample was not returned for evaluation and medical records were not provided. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced detachment device or device component. This report was received from a single source. This event did involve patient with no reported patient injury. The patient is gender is male; however, age and weight was not provided.

Manufacturer narrative:
H10: the reported malfunction was reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2021-80787. H10. For the reported event, lot number was provided. The sample was not returned for evaluation and medical records were not provided. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device was labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced detachment device or device component. This report was received from a single source. This event did involve patient with no reported patient injury. The patient is gender is male; however, age and weight was not provided.